Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 500 mg/dl. Customer experienced symptoms such as vomiting also they had infection. The customer was treated with manual insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was not using auto mode. Customer stated insulin pump had blank screen and contact on battery cap were damaged. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.